Event description:
It was reported that the 9600+ system will acquire and perform the roadmap/subtraction functions live, however, when the run that is acquired is recalled the system will not play back the run. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be duplicated. The system was tested and found to be working as intended and placed back into service.